Event description:
Service was requested for this device based upon a report that the device's flow was inaccurate and that it possibly shut down uncommanded. The situation was reported to have occurred during clinical use but the facility's representative stated that no pt injury or medical intervention occurred. The facility's representative reported that there was no record of any pt incidents involving this device since its last baxter service event. Despite baxter's attempts, details were not available from the facility regarding the pt demographics, medication involved, device programming and the amount of inaccuracy. The facility's representative was unable to identify any add'l contacts that might have further info.